Event description:
While treating a patient the device delivered energy to the patient once at 120 joules, a second time at 150 joules; however when attempting to discharge at 200 joules, the device displayed a "poor pad contact" message. The pt subsequently expired. During subsequent testing of the device at the customer facility the device failed to discharge upon three attempts; the device discharge successfully upon the fourth attempt.